Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. An internal visual inspection was performed and passed. An error icon was not found within the investigation window. The allegation was not confirmed. However, a screen initialization without manual restart was found in connection to the reported allegation. The probable cause of the screen initialization without manual restart could not be determined. No injury or medical intervention was reported.